Manufacturer narrative:
Visual analysis was performed on the returned device. The component misassembled / extra marker was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the cause for the reported unknown / extra marker is due to the solder used to manufacture the device, that was likely mistaken for an extra marker. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified, moderately tortuous left anterior descending artery. An unknown marker was seen on the versaturn f guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.